Event description:
Supplemental report is being submitted due to the completion of the investigation on 30-jan-2024.

Manufacturer narrative:
PMA/510(k) #k210476 device evaluation 1 unit of lot c2081973 of echo-hd-22-ebus-p-c was returned opened in its original packaging. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). The device related to this occurrence underwent a laboratory evaluation the distal end of the needle was observed to be broken. The broken needle part was returned separately and measured approx. 1.6cm. Manufacturing records prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c2081973 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0110 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0110) image review an image was not returned for evaluation. Root cause analysis a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device being used in a flexed or twisted position as indicated in the additional information which could have caused the distal end of the needle to break. Another possible root cause could be attributed to damage on insertion into the scope resulting in the needle tip getting damaged and breaking during the biopsy procedure. Summary complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken needle tip was recovered using a clamp. The patient had to be sedated for a longer period of time (to prevent coughing). Complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
On (B)(6) 2023, during a diagnostic bronchoscopy with sonographically guided lymph node biopsy, the needle broke off to a length of approx. 1.5cm despite correct handling. As a result, the tip of the needle got stuck in the patient's bronchial wall. Fortunately, after several attempts, I was able to recover them endoscopically with biopsy forceps. Fortunately, there was no relevant complication (pneumothorax, bleeding, injury, etc.), but the patient had to be sedated for a longer period of time (to prevent coughing). Several times in the past, there have been delays and increased financial expenditure during bronchoscopies, as both the aspiration and biopsy needles dull very quickly and sometimes bend and we have to replace them for a new aspiration/biopsy. I therefore come to you with the question of whether this is a known problem and whether there is a solution from cook medical? I am sure that I have used the biopsy and aspiration needle correctly as I have been performing ebus bronchoscopies regularly for 5 years and have been working with cook medical's ebus needles for 1.5 years. However, I am happy to perform an ebus bronchoscopy "under the supervision" of cook medical for correct handling. As per cc form": needle broke during diagnostic bronchoscopy the patient had to be sedated for a longer period of time (to prevent coughing). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. Are images of the device or procedure available : no. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? , no. If no, please specify where the damage is located: ______lungs_______________ 6. Was gaining access to the target site difficult? N/a 7. Was the device used in a tortuous position? N/a, 8. Was puncture of the target site difficult? N/a, 9. Please describe the anatomical location of the intended target site: lungs a. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 10. Please describe the size of the intended target site. 11. If not with the device in question, how was the procedure performed and/or finished? 12. Was the device damaged in packaging prior to removal no. 13. Was the device damaged on removal from packaging, no. 14. Was force required to remove the device? N/a. 15. Did the patient require any additional procedures as a result of this event: yes. 16. What intervention (if any) was required : a sedative. 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day : n/a. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a. 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? 21. Was resistance felt while inserting the device through the scope? N/a. 22. Was the scope recently serviced / repaired? N/a. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? 24. Was the syringe used during the procedure, after the stylet was removed? N/a, 25. Was difficulty experienced while retracting the needle? N/a 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a 27. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes 28. Was the stylet partially removed when advancing the needle into the target site? N/a, 29. How many samples were obtained (passes completed) with this needle? 30. Did any section of the device detach inside the patient : no if yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? N/a.